Manufacturer narrative:
Occurrence date was reported as last week of (B)(6) 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of theranova 400 had an external blood leakage from the header of the dialyzer during patient therapy. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.